Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was indicated that one of patient¿s lead was messed up. The patient stimulation therapy stopped about a month ago. The patient went to see her physician (thinks on (B)(6) 2015) and used a clinician programmer to confirm the issue and then scheduled patient for surgery on (B)(6) 2015. It was indicated that the patient programmer did not turn on at all and was shot. The patient denied dropping or got the programmer wet. The patient noted no corrosion in the battery compartment. It was noted that the programmer stop working a day prior to this call. The patient still has 71% of her neurostimulator (ins) battery left. The patient indicated that they went from left side of body to right side of body in repositioning the ins and lead. The patient tried different sets of aaa batteries and even tried 7-8 sets from two different packs. The patient indicated that she needed a new programmer. Additional information received on (B)(6) 2015 indicated that patient was not seen at the health care provider to seek help for their programmer. The patient outcome was reported as recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.